Event description:
A part of the #8 shiley cuffed tracheostomy tube-unfenestrated-was found to be cracked and it required vent setting changes to properly ventilate the patient until it could be replaced in the or next morning. Trach had been inserted in 2009. Explantation of tracheostomy tube the following day.